Manufacturer narrative:
Manufacturer control no. (B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported the catheter was placed into the (B)(6) yr old female patient's right basilic vein on (B)(6) 2013. The patient was in a fib with left bundle branch block. The proximal lumen pre-loaded with the biosensor has been showing an increase of occlusions. A chest x-ray was performed and showed the catheter tip location was in the caval atrial junction. The catheter was removed on (B)(6) 2013 and therapy was ended. They do not know if there was a delay in treatment and there was no patient death or complications reported.